Manufacturer narrative:
Note: there was no alleged deficiency against the device prior to being explanted. There was no context to provide in relation to the analysis finding. Concomitant medical products: product ID: 3889-28, serial# unknown, product type: lead. (B)(4). Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins was functionally okay. Analysis of the lead found there was a short between circuits (dry condition) on the proximal end. There was a short between the # 0 and #3 circuits, suspected near the #0 connector. (B)(4).